Event description:
It was reported that during implant, the lead tested with unacceptable threshold values and had no capture even at high outputs. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.